Event description:
Unable to thread into catheter after multiple attempts by competent rad techs and physicians in a very critical, bleeding pt. Attempted with two catheters of this size. Six different coils attempted with malfunction. Another product used to stabilized the pt. Two coils successfully used.